Event description:
It was reported that the system 9900's vertical column would intermittently not move when commanded. There was no adverse patient involvement reported. There was no detailed patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The power supply ps3, the usual cause for this type of problem was replaced. The system was tested and found to be working as intended and placed back into service.